Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. The customer received a power source alert when they plugged the pump to charge. Later, while the pump was not plugged into a power source, the battery gauge reportedly went up to 100%. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem's technical support, the customer was able to charge the pump with the same adapter and wall plug without a power source alert.